Event description:
It was reported that the health care professional (hcp) could not interrogate this pacemaker using consult. Technical services discussed possible causes. A local field was contacted to check the device with a programmer however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.